Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer received an incomplete bolus alert without requesting a bolus. Customer's blood glucose level was 240 mg/dl. Customer declined troubleshooting and further follow up from tandem technical support.